Manufacturer narrative:
The retained pin fragment was not removed from the patient. The other fragment was discarded and not returned. No further investigation was possible on this part, but the device history records and samples from the same lot of pins were reviewed. No issues or discrepancies were found in the manufacturing records or samples from the lot. (P/n: 403185, l/n: 16012101dm). Note: the navigation system name is orthalign plus. The pin part number 403185 is part of the reusable instrument set in the system. Device not returned.

Event description:
A stainless steel pin used to mount instrumentation to the patient during a total hip arthroplasty procedure broke during a removal attempt at the end of the procedure. The pin broke off flush with the bone in the patient's iliac crest. The top part of the pin was removed from the patient. The distal part of the pin remained in the patient's bone. No additional surgical steps or procedures were conducted as a result of this incident. No additional complications or effects on the patient were reported. The surgeon elected to leave the pin fragment in the bone and to monitor patient condition during follow-up visits.